Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display of the heartstart xl had white patches on it. There was no pt involvement.